Event description:
It was reported that the ventilator shut down with an inop alarm and came back on within seconds a couple of times while on a patient. A follow-up report indicated, the patient's mother was unsure if alarms occurred. No reported harm to the patient.